Event description:
Medtronic received information that during an intracranial aneurysm embolism treatment, one implant coil could not be deployed and the patient experienced a subarachnoid hemorrhage. Prior to the event, the patient was diagnosed with multiple aneurysms and was treated with pipeline and coils. The pipeline was deployed without incident in the ica (internal carotid artery). The patient has a second aneurysm located in the posterior ica most proximal segment to the vert in the posterior circulation. The aneurysm had 4 small bulges off of the body of the aneurysm. The shape was very rare. The anatomy was moderate. It was treated with coils. The aneurysm in the pica had unusual morphology. During the coiling of this second aneurysm the patient experienced the subarachnoid hemorrhage. The patient was then treated with additional coils and surgical intervention. It was reported the fourth axium qc-1.5-2-helix coil did not deploy [did not detach with instant detacher] and was considered to be defective. The defective coil was discarded and the remaining coils and pipeline were implanted in the patient. A total of six implant coils were implanted in the patient. To further relieve the hemorrhage, a hole was drilled into the skull and the hemorrhage was aspirated out of the patient. The patient had to be admitted for a longer period of time due to the open surgery and subarachnoid hemorrhage. The patient is in stable condition. Same event as MDR# 2029214-2015-00837.

Manufacturer narrative:
The axium coil was not returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).